Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's family changed the controller without the knowledge/direction of staff because the power cable was frayed and there were exposed wires. There were pump stop alarms related to controller exchange. The patient also had a lot of low voltage alarms due to sleeping on batteries. The event log indicated that the patient did not utilize the wall power. The log contained the low power advisories alarms due to battery depletion. The patient was waiting too long or waiting for the alarms to replace the batteries. The log also captured a few power cable disconnects during power change and low power hazard that would correlate with low power advisory alarms. Related MFR: 2916596-2023-05387.

Manufacturer narrative:
Correction: d2 common device name and h6 medical device problem code. Manufacturer's investigation conclusion: the reported events of the heartmate 3 system controller (serial number: (B)(6)) having damaged power cables and a faded serial number label were confirmed upon arrival of the returned product. Both the black and white power cables were observed to have been damaged, and the inner wires of the black power cable were visible. The controller was functionally tested and found to perform as intended, even when the cables were manipulated by hand near the observed damages. Following functional testing, the layers of the cable were removed one at a time to inspect the damages. The orange wire within the black cable was found to have exposed conductors, the damage to this wire did not impact the functionality of the controller as this wire is not used in the black cable. The log file contained approximately 9 days of information (08jun2023 to 17jun2023 per the timestamp) showing normal operation, the observed damage to the controller power cables did not affect the controller's ability to operate the system. The root cause of the observed power cable and label damage could not be conclusively determined through this evaluation. Incidental finding: fluid ingress. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. This section also provides instruction on how to replace a running system controller with a backup controller. The user is warned to not attempt a controller exchange without having a trained competent caregiver to assist. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.